Event description:
The pt was seen at the implant center for device eval in july 2000. Testing conducted at the center demonstrated that the device was no longer functioning. Revision surgery took place in july 2000.